Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an insulin flow blocked alarm event on (B)(6) 2025. The blockage was at the site. The blood glucose level was high at the time of event and the patient was treated with correction injection with multiple daily injections. No further information available.